Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient stated when opening the cycler door water came spilling out, but could not tell exactly where the leak was coming from. The patient stated feeling very weak and that the drains were very slow before the fluid leak occurred. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the sample was being disinfected and prepared for analysis, a leak was found in the film of the cassette. The sample was closely inspected and a hole was found in the film. Since the lot number of product involved is unknown a search on sap system was performed of the lots delivered to the patient. The device history records (DHR) of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved was released meeting specifications. The reported event was confirmed during sample evaluation.

Manufacturer narrative:
Correction: h6 patient harm code should be weakness.